Event description:
(B)(4) study. It was reported that during a treatment procedure the patient developed 'atypical' atrial flutter and atrial fibrillation. During the treatment procedure, the patient spontaneously developed atypical atrial flutter and atrial fibrillation. It was attempted to convert the patient using procainamide 500 mg and repeated external cardioversions. The line of block could not be fully assessed because of the episodes of early recurrence of atrial fibrillation. The patient was started on betapace and remained in atrial fibrillation at the end of the study

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).